Event description:
It was reported that the asymptomatic patient presented in-clinic with episodes of non-sustained rv oversensing. The oversensing was not present in real-time and could not be reproduced. Patient has an abandoned ICD system on the opposite side, and it was noted that there could be chatter as a result of contact between the rv leads. Lead remains implanted.